Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that primary audible alarm background test was found recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced speaker as a preventative measure, performed power up process, occlusion test, preventive maintenance and all functional tests which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited system failure primary audible alarm background test. No adverse effects were reported.